Event description:
According to the reporter, during a laparoscopic rectopexy mesh fixation, the handle broke into pieces when the surgeon attempted to activate it. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument had a sulu attached with five remaining staples. The handle was damaged and in the improper position. The handle body was damaged and disengaged. The condition of the instrument precludes a functional evaluation. It was reported that the instrument broke. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. This condition may occur when applying excessive force to the instrument the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the stapler, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle as far as it will go, then release. Replication of this condition may occur if the instrument handle is not completely cycled affecting the timing of the instrument creating a jammed condition, and then cycling the handle a second time with force causing the handle to disengage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.